Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter read inaccurately high compared to another device (doctor¿s meter). The complaint was classified based on the customer service representative (csr) documentation, since the patient and/or reporter were unable to be reached by phone for additional information. The reporter was unable to confirm when the alleged meter inaccuracy began. The reporter was unable to provide the readings obtained with the subject meter and on the other device which were performed within 30 minutes of each other. It is not known how the patient manages his diabetes; however the reporter claimed the patient did not make any changes to his usual diabetes management regimen in response to the alleged issue. The reporter informed the csr that the patient developed symptoms but was unable to specify them or confirm if they developed before or after the alleged issue began. The reporter claimed the patient received health care professional (hcp) treatment on (B)(6) 2015 in response to his symptoms but was unable to specify the treatment received. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment that could have been for severe hypoglycemia after the alleged meter issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.